Event description:
The pt received the scs system on (B)(6) 2005. It was reported the ipg stopped functioning (date unk) and would no longer communicate with the pt programmer or charging system. The physician removed and replaced the ipg on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.